Event description:
It was reported that the ureteroscope had no video image when plugged in during income inspection. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by fluid invasion of the scope which damaged the internal electronics and resulted in loss of image and no light output. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. Therefore, trending analysis was not performed as the event is not indicative of a production or material related issue. No further analysis was completed due to the indication that this was not a design/manufacturing related defect, but is a maintenance and care issue caused by use/handling of the endoscope. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).